Manufacturer narrative:
The vertek arm was returned to the manufacturer for evaluation. Testing found that the handle of the arm was locked and would not release or lock the arm. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device UDI not provided as this product is no longer manufactured. No parts were replaced. No parts have been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative on behalf of site reported that while outside of procedure the vertek arm would not hold central junction. There was no patient present at the time of the issue.